Event description:
Procedure: gastrectomy. According to the report: the tip of the device broke during cleaning. Although another device was used, its tip also broke while in use in the cavity. Doctor states that they did not hit the first device on the side of beaker while cleaning, but they may have contacted the second device when it broke in the cavity. Account is returning two devices together, but it is not clear as to which device broke. There was no bleeding, tissue damage or loss of tissue. There was nothing left in the patient's cavity.

Manufacturer narrative:
(B) (4). (B) (4).